Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was confirmed that the device failed electrical safety test for patient leakage. The cause of the issue was isolated to the analog board, which will be replaced. The device will be recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.